Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the expiratory channel printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs were missing the pre-use check and ventilation logs. Therefore, it is not possible to confirm it there. The returned expiratory channel pcb has been tested in a ventilator. It failed the pre-use check with multiple tests, beside it was possible to confirm the clicking sound from the safety valve. Further investigation on the components of the returned pcb concluded resoldering an integrated circuit resolved the issue and the pre-use checked passed afterward. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site. It was possible to confirm that the replaced part is faulty. This type of pcb is no longer manufactured and has been replaced with a newer pcb that has more robust components.

Event description:
Manufacturer's ref. #: (B)(4).